Event description:
It was reported that the biopsy connector had been pulled out of the ultrasound bronchofibervideoscope. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: b5, h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was not reproduced. However, an additional potential adverse event was noted where there was foreign material in the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the biopsy port was secure in the control body, a definitive root cause could not be determined. Based on the results of the investigation into the foreign material, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by the following instructions for use which state: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus bf-uc290f reprocessing manual has the reprocessing procedure. Olympus will continue to monitor field performance for this device.

Event description:
The reported event occurred prior to any procedure and was not used.